Manufacturer narrative:
Information was not provided and if it becomes available, a follow-up report will be submitted.

Event description:
Per complaint (B)(4), patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
"Follow-up submitted to report device evaluation. Patient information was not available. When information becomes available, a supplemental report will be filed. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412"